Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system extraction due to patient experienced exacerbation of tricuspid regurgitation. The lead was explanted. No additional adverse patient effects were reported.